Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
After being found unconscious, customer reportedly received the following results on her husband's aviva meter, compared to a professional meter, within 10 minutes: 79 mg/dl (aviva) and 33 mg/dl on professional meter. Meter was not in use prior to the incident. Customer was treated by paramedics with glucose gel and taken to the hospital where she was admitted and received an IV of glucose. Requested return of suspect device for evaluation and replacement was sent.